Event description:
Presented with chest pain. Treated with ntg scsl and IV gh. Run of v-fib. Monitor charged, but paddles wouldn't deploy shock. Attempted x4 and connections checked x4. Staff got different equipment and pt converted to sr.